Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75x16mm promus element plus stent was advanced but was unable to cross the lesion. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were lifted upwards. The hypotube was kinked at various locations along its length. There were no further issues identified during the analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75x16mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.